Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation performed keypad test and keypad operated as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required however, the keypad will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keys indicated incorrect value, pressing 5 indicates 2 and pressing 6 indicated 3 during an unspecified process step. There was no patient involvement. No additional information is available.